Event description:
Procedure type: hernia. According to the reporter: the needles detached from the sutures while tying down. The case was completed by the surgeon using a needle driver and tying suture. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time. One suture ripped apart and the needle popped off. Nothing fell into the pt's cavity.

Manufacturer narrative:
(B) (4). (B) (4).